Event description:
It was reported that during a port placement procedure via the right internal jugular vein, after sending the catheter into the blood vessel, there was resistance to retraction and the resistance allegedly got bigger and bigger after repeated attempts. It was further reported that fifteen centimeter of the coagulated blood was withdrawn, and then there was allegedly coagulated blood in the catheter again. Furthermore, considering the valve dysfunction, the blood allegedly got refluxed into the blood vessel for coagulation. Reportedly, the catheter was immediately flushed after it was withdrawn, and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The photo shows the partial view of groshong catheter tubing. No visual anomalies were noted. Therefore, the investigation is inconclusive for the reported suction issue, obstruction and reflux within the device as no objective evidence was provided in photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2025), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2025)3006260740-2024-02160. Device pending return.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, after sending the catheter into the blood vessel, there was resistance to retraction and the resistance allegedly got bigger and bigger after repeated attempts. It was further reported that fifteen centimeter of the coagulated blood was withdrawn, and then there was allegedly coagulated blood in the catheter again. Furthermore, considering the valve dysfunction, the blood allegedly got refluxed into the blood vessel for coagulation. Reportedly, the catheter was immediately flushed after it was withdrawn and the procedure was completed by using another device. There was no reported patient injury.